Event description:
Information was received from the healthcare provider (hcp) of a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and degenerative disc disease. It was reported that the patient was taken to the ER after they were hit by a grocery cart and fell on top of their device. The patient was experiencing pain and weakness in their back and leg. The patient¿s hcp would like to interrogate the ins, but manufacturer representative has not returned their calls. No further complications are anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.